Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventrio. On (B)(6) 2015: the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 7 months post implant of ventrio mesh, patient was diagnosed with hernia recurrence, adhesions and abdominal pain thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and abdominal pain as possible complications. Updated fields: a2, a4, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventrio. (B)(6) 2015: the patient was injured. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio mesh (device #1). Per operative notes, ¿omentum that was stuck inside the hernia sac was taken down. A large piece of ventrio mesh (device #1) was anchord to the fascia and abdominal wall using sutures." (B)(6) 2014 - patient complains of abdominal pain. (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia and adhesions thereby underwent laparoscopic repair with the implant of ventrio mesh (device #2). Per operative notes, ¿once the omentum that stuck to the old ventrio mesh (device #1) was taken down, the hernia sac was removed. Then a piece of ventrio mesh (device #2) was used for repair and placed inside the abdominal cavity using sutures." Attorney alleges that the patient had adhesions, pain, hernia recurrence, rectal hemorrhaging, bloody stools and diarrhea.